Event description:
Based on the report from the hosp: "occurred in 1/2001, when a PICC line infusing tpn to the l arm snapped above the insertion site when being dc'd. Fifteen cm remained in the pt. The pt was taken to the o.r. For surgical removal of the remnant. The procedure used was a brachial vein cut down under fluoroscopic guidance. The pt was discharged home that same day."